Manufacturer narrative:
This product was being used for treatment, not diagnosis. The reportability decision was made when the samples from the event were received by a medtronic facility in (B)(4) which became our "aware date" ((B)(4) 2010). A full product analysis was not performed until the samples were received at medtronic xomed inc located in (B)(4). While it is not common for a powered bur to break during use, our data shows that on rare occasion, a serious injury (si) or surgical intervention was required due to a bur break resulting in thermal heat. FDA guidance declares that if a malfunction has caused a death or si even once, then it means the malfunction is "likely" to recur.

Event description:
During a sinus procedure, two burs broke. Back up blades were available and no additional procedures were required. There was no adverse patient consequences or sequela reported. The patient is reported to be in good condition with no complications or impact as a result of this event. All portions of the broken burs were returned, indicating that no unretrieved device fragments were left in the patient. The breakage occurred 5/8 inch away from the inner hub corresponding to the beginning of the outer tube inside the outer tube hub. Additional damage included minor striations around the outside of the inner tube approximately one tenth of an inch. Visual inspection showed dimples on the outer hub caused by the handpiece locking mechanism and the tips of the inner hub chevrons were damaged. This damage is indicative of improper installation. Functional inspection shows that the bur loads properly into the handpiece. Visual inspection of the inner tube support area showed gouges and flaring of the outside diameter of the outer tube. This damage indicates that excessive pressure was applied to the bur. With excessive pressure applied and improper installation, the edge of the outer tube weakens the inner tube until a fracture occurs. IFU statements include, but are not limited to: excessive pressure applied to bur may cause bur fracture. Use adequate irrigation from a separate user-provided irrigating source. The use of an accessory without irrigation may cause an inordinate amount of heat buildup resulting in thermal injury to tissue. (Step by step bur / blade installation instructions are also included in the IFU).